Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr analyzer for 10 out of 260 cases. The customer stated the reaction vessels (rv?s) in use when the error was generated was rv lot 69060p100. The customer also checked the trigger and pre-trigger level sensor, and found no cracks or breaks. The customer had two boxes of another lot of rv's to use and was also sent replacement rv's. There is no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2009-03023 for the other associated device information. It was reported to boston scientific corporation, that an endostat ii electrosurgical unit and an endostat iii footswitch were used during a hemostasis procedure performed on (B)(6) 2009. According to the complainant, no audible tones were produced from the unit when the footswitch was depressed. The procedure was completed with the same endostat ii electrosurgical unit and endostat iii footswitch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.